Event description:
On (B)(6) 2010, pt reported the up button on the infusion device would not respond when trying to bolus. This was first noticed 1 month prior to report and began as an intermittent issue. She has to press and release up button for a few minutes for it to respond. Infusion device was not dropped or exposed to water. Pt boluses 3-4 times per day. Up button does not remain flat when it is pressed. Pt has used this infusion device since (B)(6) 2008. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.